Manufacturer narrative:
Clinical assessment was completed based on the received medical records. Clinical assessment was able to find substantial evidence to support the following events of aortic rupture with procedure related harms of cardiopulmonary resuscitation, abnormal blood loss and an additional endovascular procedure (returned to operating room due to bloody output from the temporary abdominal closure) thru received operative medical record. An attempt was made to obtain medical images but was denied. The type 3a endoleak, type 2 endoleak (non- device failure) and death were unable to be confirmed due to the lack of relevant imaging or medical records available for review. Device, user, procedure or anatomy relatedness of for the all events could not be determined due to the lack of relevant imaging or medical records available for review. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: result code: remove code 3233; h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately (5) years post initial procedure, a type 3a endoleak with device separation, rupture and death was reported. It was also reported that this patient recently was treated for a type 2 endoleak (non- device related failure). The exact date was not provided. The physician coiled and embolized to treat this type 2 endoleak.